Event description:
A user facility reported the airway tube on a mask broke while it was being used in a pt. Gensia's safety officer contacted the crna who stated the mask was inserted easily, but after he inflated the cuff, it became obvious there was an air leak. He deflated the cuff and pull on the tube, but only the tube came out of the pt's mouth. The remainder of the mask was removed with the aid of a laryngoscope. Afterwards the pt was intubated. There was no report of any pt injury or problems. An MDR is being filed, even though there have been no reports of pt injury associated with failed airway tubes, as theoretically a broken airway tube could cause injury to a pt. The user facility has been requested to return the device to the MFR for evaluation.